Event description:
It was reported that during biomed testing, the autopulse platform displayed an "out of service" message. The platform powered itself off after the start button was pressed. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.